Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced crack barrel clamp, front door, rear door, front cover and lock label, broken flange gripper retainer, rear case, and left iui, discolored flange gripper, carriage block for worn split nut ribs, contaminated wiper seal and lower housing for claws get stuck. The probable root cause of the reported issue was due to the wear of the barrel clamp assembly insert molded. A review of the device history record showed the device had a manufacture date of 13sep2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a broken barrel clamp and housing that is broken. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device suffered a broken barrel clamp and housing. No additional information was provided. There was no patient involvement.